Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of additional device required to adjust and remove the stent.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was intended to be implanted to treat tracheobronchial stenosis caused by malignant tumors during a procedure performed on (B)(6) 2025. During the procedure, the stent dislodged downward while it was attempted to be implanted. Attempts were made to reposition the stent; however, the guidewire inside the stent broke during the adjustment, resulting in a failed implantation. This event posed a potential risk of airway injury and increased infection, which could potentially lead to serious consequences. The stent was removed, and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 (describe event or problem) and h6 (mdrf device code a0401 for stent suture break) have been updated with the additional information received on december 24, 2025, and january 02, 2026. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of additional device required to adjust and remove the stent.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was intended to be implanted to treat tracheobronchial stenosis caused by malignant tumors during a procedure performed on (B)(6) 2025. During the procedure, the stent dislodged downward while it was attempted to be implanted. Attempts were made to reposition the stent; however, the guidewire inside the stent broke during the adjustment, resulting in a failed implantation. This event posed a potential risk of airway injury and increased infection, which could potentially lead to serious consequences. The stent was removed, and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on december 24, 2025, and january 02, 2026. It was reported the type of procedure performed was tracheal stent implantation (bronchoscopy) in main bronchi. Additionally, it was clarified that the guidewire inside the stent did not broke. What was actually fractured was the stent retrieval wire.

Manufacturer narrative:
Blocks b1(adverse event/product problem), b2 (outcomes attrib to adv event), h1 (type of reportable event), and h6 (impact code) and (patient code); have been corrected. Block b5 has been reworded. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was intended to be implanted in the main bronchi to treat tracheobronchial stenosis caused by malignant tumors during a tracheal stent implantation (bronchoscopy) procedure performed on (B)(6) 2025. During the procedure, the stent dislodged downward while it was attempted to be implanted. While attempting to adjust it, the stent retrieval wire broke during the adjustment, resulting in a failed implantation. The stent was left inside the patient, and a new tracheobronquial stent was used to complete the procedure. There were no patient complications reported as a result of this event.